Event description:
The user facility reported that towards the conclusion of the therapeutic esophagogastroduodenoscopy (egd) procedure, as the endoscope device was being withdrawn out of the pt, the image reportedly froze. The device was reported to have been withdrawn safely, and upon a second attempt by the physician to reinsert the scope, the users reportedly experienced the same phenomenon. The physician managed to complete the procedure with the same device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval revealed that the remote switches were not working appropriately. Scratches, dents, chips, and/or cracks were noted on the objective lens, light guide lens, insertion tube, bending section, and the distal tip cover. There were evidence of fluid invasion inside the control body, remote switch button unit, and light guide lens. The cause of the user's experience was attributed to fluid invasion. This report is being submitted as a medical device report in an abundance of caution.